Event description:
It was reported that stent thrombosis occurred. A review was done on the left anterior descending artery (lad) and a 3.00 synergy xd drug-eluting stent was deployed just below the bifurcation of the diagonal branch. It was observed through intravascular ultrasound that the stent was not apposed. Later that day, the patient came back with thrombus at the stent. A 3.5 synergy megatron drug-eluting stent was placed in the stent and another synergy xd drug-eluting stent was placed distally. The outcome looked better, and the patient was doing fine.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided.